Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the drill device is running sluggish was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the drill device emitted a high pitch noise, was rough running, and the trigger was sticking. It was further noted that the electric motor had excessive vibration, the shaft was worn, and there was an unknown substance on gear components and the electric motor. The assignable root cause was determined to be component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
This is report 1 of 2 for the same event: it was reported that during pre-surgery testing it was observed that the battery reamer/drill device and battery oscillator device were "running sluggishly". During in-house engineering evaluation it was found that the battery reamer/drill device was found to emit a high pitch noise and was rough running. It was further noted that the trigger was sticking and there was excessive vibration. It was reported that there were no delays to a scheduled surgical procedure as identical spare devices were available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.